Event description:
The consumers wife allegedly hear a pop and was allegedly burned, when she placed her hand on the joystick while she was getting the consumer out of the chair. The extent of the alleged injury is not known at this time.

Manufacturer narrative:
MFR contacted the consumer regarding the incident. The consumer states a wire came loose, and said a short in the wire resulted in the consumer to burn their hand. The user said no medical attention was sought. The consumer would not provide details of the event. It's unk if there was impact damage or a modification to the chair. Malfunction not confirmed. MFR is working to replace the chair. Upon recipient and inspection of the chair, a f/u MDR will be provided. MDR filed as a conservative measure.